Event description:
A user facility registered nurse (rn) reported post endorsement while performing their rounds, the patient treatment was almost done and the rn noticed the arterial (top) part of the dialyzer was different. The rn stated when they looked closer the dialyzer was leaking. There was no machine alarm and the machine passed all tests. The patient was stable. Upon follow-up, the rn stated while performing their round on patients they noticed the appearance of the arterial side of one of the dialyzers appeared different, but when asked to elaborate could not provide any specific details. The rn was asked about the reported leak and stated a blood leak did not occur and no blood was found around the patient or machine. The rn stated blood was not found leaking anywhere outside the extracorporeal circuit (ecc) or around the dialyzer housing, and no blood was noted within the dialysate or leaking from the dialyzer fibers. The rn stated the patient was near the end of treatment and treatment was completed successfully without issue. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The machine did not prompt with any alarms and the machine remained in service. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted in the threads of the dialyzer on the non-cavity ID end header cap. The sample was subjected to a laboratory leak test. A leak was detected from beneath the header cap on the non-cavity ID end. During the visual evaluation, a polyurethane (pu) sliver was found under the header cap on the non-cavity ID end, at approximately 175°, with the ports positioned at 0°. The dialyzer was subjected to destructive disassembly. The pu sliver was verified and confirmed it extended under the o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.